Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a negative architect troponin result (<0 ng/ml) did not agree with a comparison result from another hospital of 0.19 ng/ml. (Test method unknown). The patient was admitted to the hospital for monitoring. There was no additional treatment or impact to patient management reported. Field service was dispatched to inspect and service the architect analyzer.